Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The software stopped working. Uninstalled the soft ware but could not reinstall the software. The issue was not resolved at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: pn: 9733467, software (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system intra-operatively of a functional endoscopic sinus surgery (fess). It w as reported that the system became unresponsive. The site rebooted the system and was able to continue. The issue extended the surgical time by less than 1 hour. There was no impact on the patient's outcome. Additional information was received on 2019-07-31 stating that the clinical specialist reported that the free space was 88% and he was able to recreate the unresponsive issue.